Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to a flattened act button dome switch. No cosmetic damage was noted.

Event description:
Customer reported that the act button on the insulin pump was not working correctly. Customer's blood glucose reading at the time of the call was 230 mg/dl. No further information reported.